Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis vascular procedure which was completed by using another c-arm. The philips field service engineer (fse) inspect the system onsite and confirm that the system did not boot up. Upon troubleshooting, fse found that suite pc did not boot up and the system reboot did not improve the situation. The fse inserted the system hdd (hard disk drive) but pc did not boot from hdd. The fse determined that the suite pc was defective and needs replacement. The defective suite pc has returned to philips for further analysis and found that the hard disk drive bay (hdd bay) was defective. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1152-2024). To resolve the reported issue, the fse replaced the frontal suite pc, reloaded the software and restored the backup. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not power on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.